Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the devices. The delivery device and seal and tension spring assembly were not returned for evaluation. The loading device was observed to be intact with no visual defects. The safety lock on the aortic cutter was off and the plunger was depressed. The aortic cutter was observed to deployed normally with no visual defects observed. Based on the returned condition of the device and evaluation results, the reported failure "failure to fire" was not confirmed. The lot # 3000332226 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# 886471. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) punch not firing. New device was used to complete the procedure. No delay. No harm to patient.